Event description:
It was reported to baxter italy that a reservoir of a infusor single day 2ml/hr ruptured during patient use. The infusor was filled (total volume of 48 ml) with 5-fluorouracil (concentration of 22 mg/ml), manufactured by teva and normal saline. The drug was not filtered. The defect was found after 1 day of use. The infusor was replaced with another one. The sample has been discarded. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample was not returned to baxter for evaluation; therefore, the reported condition of "ruptured reservoir" could not physically be confirmed. The issue of "ruptured reservoir" for this product code is currently being investigated under CAPA-(B) (4). Should additional information or the sample be received for evaluation, a follow-up medwatch will be submitted. (B) (4)